Manufacturer narrative:
Correction: initial reporter was a healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had notified their managing physician about the issue and they had it removed on (B)(6) 2019. The patient also stated that they did not know the circumstances that led to the broken lead issue. They noted that, ¿by having it removed, it's all ok now¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va0pf69, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 13-oct-2018, UDI#: (B)(4). All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. The healthcare provider (hcp) reported that the patient told him he had a broken lead. Technical services asked, but the caller did not know any additional details regarding this event. Technical services reviewed that an MRI was not recommended. The patient to follow up with the hcp to address the broken lead. No further complications were anticipated/reported.